Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a patient with a 21mm 3000tfx aortic valve was explanted after an implant duration of 6 years, 1 month due to unknown reasons. The explanted valve was replaced with a 29mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned from implant patient registry and investigation that a patient with a 21mm 3000tfx aortic valve was explanted after an implant duration of 6 years, 1 month due to stenosis, calcification with thickened leaflets that do not completely close. The explanted valve was replaced with a 29mm 3300tfx valve. Per pathology report: the pathology confirmed calcification, and thickened leaflets that do not completely close on the explanted valve aortic valve. The patient presenting with aortic stenosis for redo avr with root enlargement.

Manufacturer narrative:
H3: customer reports of stenosis, calcification, thickened leaflets and coaptation issues were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Leaflets 2 and 3 had a 2mm tear at commissure 3 and calcification was evident at the tears. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect and 1mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow aspect. Wireform was exposed on commissures 2 and 3. Sewing ring cloth had multiple cuts around the valve. Multiple suture holes were visible on the sewing ring. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Updated sections: g3, g6, h6 device code(s), investigation findings, and investigation conclusions. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.